Event description:
Olympus was informed by the biomedical engineer at the user facility that the customer oes elite high-definition autoclavable telescope has ¿cracked lens¿. The customer reported issue was found during reprocessing. No death or injury and no patient or other was affected was reported.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The customer reported issue was confirmed, found broken lens in the optical system. A visual inspection observed dents on the rigid outer tube and on the eyepiece funnel with scratches on the distal end frame. The investigation is ongoing; therefore, the cause of the customer event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the cracked lens could not be determined. It is possible that the cracked lens was caused by excessive force from the user. Olympus will continue to monitor field performance for this device.